Event description:
It was reported that prior to implant upon performing a capacitor maintenance, an alert for capacitor charge time limit being reached was received. The device was not implanted was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended capacitor charge time was confirmed in the laboratory via review of device image. Visual inspection noted arc damage on the hybrid substrate. The root cause of the field event was due to the damage on the hybrid.